Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. An actual sample was returned for investigation. Visual examination conducted was noticed a few points of blood stain along the catheter. The stylet end was protruded from the drainage eye. Therefore, it should be checked prior to insert ion to avoid any injury or re-inserting the stylet also may protrude and cause an injury to patient. This kind of statement has been stated in our IFU (instruction for use). The catheter then was introduced with 5ml water by using 10ml luer tip syringe and noticed the balloon could be inflated without any difficulties issue. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal, and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth , spontaneous and complete. Further investigation, the lumen inside the balloon also was check for any sign of collapsed lumen or abnormality that can lead to non-deflation and noticed the lumen was normal. Based on analysis conducted, it was showed the catheter could be inflated and deflated without any difficulties faced. No blockage was found inside the inflation airline. Rusch gold pediatric should be used for drainage out the urine from bladder through transurethral for pediatric patient. Any misuse of product also may lead to non-deflation issue. Other than that, non-deflation also could be happened due to catheter was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. The balloon also should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that there was another incident on during a distal colonogram procedures regarding a defective foley balloon catheter. Before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter, it was stuck inside the patient. It was pulled out the anus of the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was another incident on during a distal colonogram procedures regarding a defective foley balloon catheter. Before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter, it was stuck inside the patient. It was pulled out the anus of the patient.